Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010 op-notes: "..after completion of pedicle subtraction osteotomy, the left sided rod was put in position and suing stay screw heads. After completion of this and the tisseel dried, bmp was placed with the patient's autograft in the posterior lateral aspects to augment the fusion. After hemostasis was obtained, the wound was then closed in multiple layers. Prior placement of the bmp and after the tisseel being placed, the wound was irrigated with bacitracin antibiotic solution. The patient tolerated the procedure without incident. Sseps remained stable throughout. The patient was taken to the recovery room in stable condition.." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.